Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery was observed to be depleting quickly. There was no reported impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to complete troubleshooting with the customer, however no response was received.